Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced pain and soreness at the ipg site. It was also reported the patient had fallen on the site, recently. In turn, the patient underwent surgical intervention where the ipg was explanted and replaced. Effective therapy was reported post-operative.